Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate therapy from the cardiac resynchronization therapy defibrillator for atrial flutter/ fibrillation with rapid ventricular response. The patient was brought into clinic on (B)(6) 2018. The device was reprogrammed and patient was fine throughout.